Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 600 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital and treated with the insulin pump. Also customer mentioned having a bent cannula, but did not receive a no delivery. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. No further information was provided.